Event description:
A home patient (hp) contacted (B)(4) about assistance with ending therapy this occurred on the home choice (hc) unit initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy. The hp stated they would start over with new supplies. There was patient involvement but no injury of medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample availability is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The air in tubing without alarm problem cannot be confirmed. A sample was not available. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.